Manufacturer narrative:
Not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges difficulty breathing and short of breath. The patient also alleges the device will not turn on. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged difficulty breathing and short of breath. No medical intervention was specified by the patient. The patient also alleges the device will not turn on. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed the following from an external and internal inspection: unknown white. Brown, and black (inconsistent with degraded sound abatement foam) dust-like contamination and hairs/fibers inside of the iso (international organization for standardization) port. Unknown brown contamination in the outside of the rear panel. Unknown white, brown, and black (inconsistent with degraded sound abatement foam) dust-like contamination and hairs/fibers at the top enclosure near the modem accessory port. The keypad on the top enclosure was observed to be loose. Unknown black (inconsistent with degraded sound abatement foam) dust-like contamination on the inside of the front panel, inside of the rear panel, inside of the bottom enclosure. Black contamination, consistent with keratin, at the air outlet of the blower box. Pil used a fitt (foam integrity test tool) and the associated procedure was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Pil was not able to confirm the complaint or address the symptoms specified. Pil was not able to get care orchestrator information from device. Review of the device log showed: errors logged: 0 errors were logged. In box d : device serviced by 3rd party, device avail. For eval, date returned (rfb). In box h: device eval. By mfg., (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.